Manufacturer narrative:
The field service engineer (fse) reseated the touchscreen cable to resolve the reported issue which did not resolve. Further troubleshooting was initiated by the fse, as the display issue was also not resolved. A new lcd assembly has been ordered to resolve the reported issue. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device¿s touchscreen is unresponsive. It was reported there was no patient involvement at the time the issue was discovered. No patient or user harm reported. The field service engineer (fse) reseated the touchscreen cable to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.